Event description:
Boston scientific crm received information that the lead safety switch tripped for the right atrial (ra) lead. Inappropriate mode switches due to noise were also noted. Once the lead safety switch was rest, the lead was retested in bipolar pacing configuration and impedance measurements were greater than 2500 ohms. When the ra lead was tested in unipolar configuration, the impedance measurement was 380 ohms. Boston scientific crm advised the sales representative to program the lead to unipolar or the device to vvi and discuss further options with the physician. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.